Event description:
My c-pap device (s/n: (B)(4)), a dreamstation, is included in a large recall of this philips device. (This recall originates in april of 2021). My device, plus thousands of other devices are being recalled due to 1) polyester based polyurethane sound abatement foam used in philips continuous and non-continuous ventilators, which may degrade into particles which may enter the device's air pathway and be ingested or inhaled by the user. In the middle of last night (B)(6) 2022, wearing my c-pap device, I was awoken by what felt like debris going into my lungs. It woke me up and I had to violently cough and it seemed like a chemically- induced taste which I have never smelled or tasted before. I did not wear the c-pap device for the rest of the night. My doctor's nurse practitioner told me that I must wear it every night, even with this recall in process. I am now very worried that if I continue using it, I could be permanently physically harmed or die. (B)(6). FDA safety report ID # (B)(4).

Event description:
My c-pap device (s/n: (B)(4)), a dreamstation, is included in a large recall of this philips device. (This recall originates in april of 2021). My device, plus thousands of other devices are being recalled due to 1) polyester based polyurethane sound abatement foam used in philips continuous and non-continuous ventilators, which may degrade into particles which may enter the device's air pathway and be ingested or inhaled by the user. In the middle of last night (B)(6) 2022, wearing my c-pap device, I was awoken by what felt like debris going into my lungs. It woke me up and I had to violently cough and it seemed like a chemically- induced taste which I have never smelled or tasted before. I did not wear the c-pap device for the rest of the night. My doctor's nurse practitioner told me that I must wear it every night, even with this recall in process. I am now very worried that if I continue using it, I could be permanently physically harmed or die. (B)(6). FDA safety report ID # (B)(4).